Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and errored out of the sine cycle test on a test fixture. There wasn't an error in the logs to indicate which component was failing. The usm was then placed on an in-house system, and it triggered a fault on the yaw axis. Due to the error from the field pointing to the pitch axis and the in-house testing showing yaw axis there is indication the error is intermittent. The probable root cause is due to an issue with the yaw motor module, pitch motor module, and/or the axis controller arm (aca) board in the usm.

Event description:
It was reported that prior to start of a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered numerous recoverable 32098 faults pointing to universal surgical manipulator (usm) 2. The technical support engineer (tse) viewed the system logs and was able to confirm the errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator confirmed that the issue occurred prior to start of the procedure. Usm 2 was disabled prior to start of procedure. Usm 2 was not used for the procedure.